Event description:
It was reported that during a ptca/stent procedure, the membrane appeared to be partially separated upon removal of the delivery system post deployment. No pt injury was associated with this event.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed that the c-flex was bunched and accordioned proximal to the distal tip. The c-flex was also stretched. The shrink tubing/c-flex junction was intact. Examination of the unit verified that the c-flex was not torn or separated. Quality engineering concluded that c-flex separation was not confirmed. The c-flex was bunched and stretched after device removal, but there is no indication that the device was defective during use as no problems were reported with stent deployment. A review of the mfg device records revealed no nonconformities related to the complaint. Qa has determined that the c-flex separation was not verified, therefore, this incident no longer meets MDR reporting criteria. No corrective action will be implemented this MDR is considered closed.